Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified, the production data shows no deviations of the specifications result as the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. As the product has not returned for evaluation, the complaint could not be investigated. Device was not returned.

Event description:
On (B)(6) 2013, the patient reported that the display on her infusion device was incomplete. She stated that her device had been exposed to water and had displayed e7 (electronic error). She stated that her device was exposed to dirt and she wanted to clean it out, so she placed the device in water. She is unable to read the display on the device. The device is not responding to the check button being pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The patient stated that the pump had intentional water contact. The pump is not waterproof for swimming or other contacts with water. The buttons and display meet the specification according to short test. The problem mentioned by the customer is related to mishandling of the product by the customer.